Event description:
It was reported the pt had abnormal heart rhythms and bradycardia after the trial procedure. The pt was admitted in emergency room (ER) and the device stimulation was kept switched off. It was stated the pt was met by the sjm representative the next day for the programming and there was no issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.